Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed and during the middle of the exam the first four samples were fine but then it stopped sampling and the customer said it was making a "popping noise". The physician had to do extra sampling, due to the samples not being adequate. The procedure was completed with the same needle and did not require any additional surgery.